Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of membrane issue and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced membrane issue and peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The nurse could not confirm the cause of the peritonitis, but assumed it was due to touch contamination. On an unreported date in 2011, the patient's membrane was repaired and a resection was performed. Further treatment information was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. The outcome for the event of membrane issue was not reported. The patient was performing in center hemodialysis at this time. Concomitant medication was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of membrane issue.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h10d30064 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.